Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose (bg) level reading of ¿high¿ (value not provided). Customer¿s bg was treated intravenously with saline and insulin. The customer left the ER same day with the issue resolved. Reportedly the customer inadvertently used a pump with basal iq software while they intended to use control iq software. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.